Event description:
It was reported that the mini vision stent dislodged from the stent delivery system (sds) balloon at an unintended site, while bein advanced through a very difficult and tortuous vessel to the lesion in the cx. The stent was compressed against the vessel wall with another stent.